Event description:
Post-op imaging performed 37 days post-op indicated a 13x1x9.7 mm fluid collection in the left anterior paraspinal apace at s1, presumably post-operative in nature.

Event description:
It was reported that the patient underwent an anterior lumbar fusion from l5 to s1 using rhbmp-2/acs. Reportedly, during the surgery a dural tear occurred and bmp flowed into the dural tear and entered the spinal cord resulting in autoimmune disease. Per the medical records, the patient presented with lumbar disk herniation, degenerative disk disease, and lumbar radiculopathy that had failed conservative treatment. The patient underwent an l5-s1 anterior lumber interbody fusion (retroperitoneal approach) using a synfix interbody device, synfix plate and screws, and rhbmp-2/acs placed within the interbody device. One day post-op, the patient began experiencing headaches when standing. The patient's symptoms progressed over the next year to include the following: neck aches, headaches when standing or lying down, episodes of low back pain and numbness (usually more frequent in the right leg than in the left leg), posterior cervical pain to the right, discomfort in the thoracic area, fatigue, night sweats, feeling a generalized 'bone' pain which has been worse in the upper extremities (especially toward the shoulders), vertigo, lightheadedness, numbness of the 2nd and 3rd division of the 5th nerve, bilateral tinnitus and muffled noises, numbness of the tongue, pulsatile muffled hearing in the left ear when she is supine (intensified if she would flex her left thigh from the hip), periodic decrease in hearing, sensitivity to sounds, sensation of vibration throughout the head, perianal and vaginal numbness, difficulty moving bowels, occasionally displays single myoclonic jerks, and dysgeusia periodically in the form of metallic taste in the mouth. At 62 days post-op, the patient presented to the ER and underwent a blood patch which improved the severity of her headaches. At 96 days post-op, a consult stated that 'some of the headaches may be provoked by cervical spine disease'. At 266 days post-op, another consult mentioned that the patient's 'history is consistent with orthostatic headaches' history is consistent with the evolution of neurological symptoms which occurred following the onset of orthostatic headache. At 665 days post-op, the patient was diagnosed with a possible squamous cell carcinoma of the base of the tongue. A CT of the neck was performed showing that 'c5-7 fusion looks good, asymmetric enlargement of the mucosal and submucosal soft tissues of the right side of the oropharynx, retromolar trigone region and base of the tongue, measuring approximately 9 x 14mm at its greatest cross-sectional diameter, suspicious for squamous cell carcinoma without compromise of the airway'. The surgical pathology report for the biopsy stated 'squamous epithelium variably marked chronic inflammation and underlying fibrosis with changes suggestive of a hemangioma'.

Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.